Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00160 and 1627487-2011-00161. The pt rec'd his scs system on (B)(6) 2009 consisting of an ipg, two percutaneous leads and an anchor. It was reported that the implant procedure took over 8 hours to complete and resulted in extreme pain for the pt. It is also alleged that his scs system is not providing adequate stimulation coverage. No further information is available at this time. This report is being submitted as a precautionary measure as similarly reported events have required surgical intervention to rectify.